Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes later post filter deployment, the bard denali inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a 10-french sheath was placed. An inferior vena cavogram was performed which demonstrated a widely patent inferior vena cava with good orientation of the inferior vena cava filter with no distinct filling defect to suggest intraluminal thrombus. Then a 15cm amplatz snare was coaxially advanced through the sheath and numerous attempts were made to engage the retrieval hook on the inferior vena cava filter but were unsuccessful. At this point, a tulip snare was then advanced through the sheath with attempts made to engage the retrieval hook. Despite multiple maneuvers and engagements, the snare could not be fixed upon the inferior vena cava filter, presumably related to endothelial overgrowth of the filter scaffold. At this point, it was felt that further attempts could be problematic, and the procedure was terminated at this point with the filter left in satisfactory position. Therefore, the investigation is confirmed for the alleged difficult to remove issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.